Event description:
On (B)(6) 2012, the reporter left a message indicating the patient has "high blood glucose and illness." The customer care advocate made several attempts to contact the reporter back for more information but was not successful. Troubleshooting with the subject pump could not be completed. There is no evidence there was a product malfunction associated with the alleged incident. This complaint is being reported because the patient had sign and symptoms that can be suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
Follow-up #1 date of submission 09/24/2012 device evaluation: the pump has been returned and evaluated by product analysis on 08/28/2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. There was no activity outside normal use observed in the black box or download history. There were no pump conditions or alarms representing a malfunction recorded in the pump alarm or black box history. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The keypad was tested and all keys were responsive to user input. No hypersensitive keys were observed on keypad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).